Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited oversensed noise on the atrial channel resulting in an inappropriate atrial tachy response (atr) episode. It was also noted that the right atrial pacing impedance measurements showed variability including high out of range measurements. Boston scientific technical services (ts) reviewed the atr episode and noted the device had oversensed the minute ventilation sensor and recommended reprogramming to mitigate. No adverse patient effects were reported.